Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient experienced injuries. Associated MDR: 1018233-2012-00218.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional informationr received, the patient has experienced bilateral hydroureteronephrosis with dilation of ureters above bladder, renal insufficiency, tortuosity of both ureters (more tortuosity on left with almost 360 degree turn), blood loss, bilateral ureteral obstruction, small bowel obstruction, internal hernia with necrotic small intestine, acute renal failure, discomfort, anuric, elevated creatinine levels, hydroureter, abdominal tenderness, peritonitis, old blood in abdominal cavity, herniated bowel around fibrotic band (fibrosis), edematous intestines (swelling), necrosis, hemorrhage, mixed inflammation, small vascular thrombi (thrombosis), abdominal compartment syndrome, sepsis, abdominal tightness/pressure, decreasing urinary output, ascites and ¿herniated bowel around fibrotic band which contained foreign material consistent with mesh. This was the structure that the bowel was herniated around.¿

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations and lacerations of vessels, nerves, bladder, bowel, rectum or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, unspecified bowel problems, hydronephrosis and additional surgical intervention.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced foreign body in patient, edema, lesions, abdominal ascites, and additional nonsurgical interventions.